Event description:
It was reported that the screws at tooth sites 41, 43 fractured at the threads of the screw and were removed.

Manufacturer narrative:
Zimvie complaint number (B)(4). A4: patient weight unknown / not provided. D10. Concomitant medical products ilrght, certain titanium large hexed screw lot 1219841. G4: premarket identification k072642.

Manufacturer narrative:
Zimvie complaint number (B)(4). Zimvie received one (1) ilrght, (certain titanium large hexed screw) for evaluation. Visual evaluation was performed, the screw was fractured at the threads. Device history record (DHR) review was completed for the subject lot number 1219841. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 1219841 for similar events and 1 other relevant complaint(s) was identified. Review completed utilizing keywords: dental : functional : fracture : screw. Based on the investigation and risk management file review, the most likely root cause determined from the investigation was the torque applied during placement/ seating exceeds recommended value. Therefore, based on the available information, a device malfunction did occur. The screw was fractured. The reported event was confirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information is available at the time of this report.